Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial # (B)(4), description: infinion splitter 2x8 kit (30 cm). Additional information was received that the patient underwent a revision procedure wherein the patient¿s leads and lead splitters were explanted. The physician noted high impedances on both leads, and suspected malfunction of the lead and/or lead splitter. The patient was doing well postoperatively.

Event description:
A report was received that one of the patient¿s leads displayed high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
(B)(4). Model #: sc-2316-70, serial # (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that one of the patient's leads displayed high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316 serial #: ni. Description: next generation anchor kit-sterile sc-2316-70 (s/n (B)(4)): the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 27 cm from the distal end. Cables were not exposed at the clik anchor fracture site. X-ray inspection confirmed all cables were fractured at the bent/kinked section of the lead. The fractured cables resulted in the reported high impedances. Additionally, visual inspection revealed that the lead body was cleanly cut in three sections and the cables are exposed. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Sc-2316-70 (s/n (B)(4)): the lead was cut in three pieces. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. X-ray inspection found no cable breakage. Sc-3400-30 (s/n (B)(4)): both tails of the splitters were cut and only the proximal ends were returned. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. X-ray inspection found no cable breakage. Sc-4316: the returned clik anchor was analyzed and no anomalies were found.

Event description:
A report was received that one of the patient¿s leads displayed high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that, prior to the revision procedure, reprogramming was not successful in providing the patient with adequate relief.

Event description:
A report was received that one of the patient¿s leads displayed high impedances. The patient will undergo a lead replacement procedure.